Manufacturer narrative:
The reported event was not observed by the engineering technician, however pcb failure modes relating to the device being non-functional were identified.

Event description:
It was reported that the battery exploded during a sterilization procedure at user facility. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the battery exploded during a sterilization procedure at user facility. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.